Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's device were not working, further clarifying that the devices did not work because they had died and needed to be replaced. The caller stated that they thought the devices could last four years but the health care professional (hcp) told the caller that devices can last two years as well. It was noted that the patient's parkinson's disease had progressed to advanced parkinson's. It was stated that the patient's hand was bent and the patient's elbow was seen sticking out. The caller state that they had met with the hcp regarding replacement surgery is scheduled for tomorrow at 9:30. It was mentioned that one hcp stated that the patient would be ok for replacement surgeries as tests had already been done to check the patient's heart and lungs for replacement surgery. However the hcp was worried about patient being under anesthesia for an hour during ins replacement surgery and that the device would not work for patient's advanced parkinson's disease. The patient's symptoms had returned and gotten worse. The caller asked if the device would work for the advanced parkinson's and they were sent a list of doctors to reach out for a second opinion. No further patient complications were reported/ anticipated as a result of this event.